Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device received inappropriate anti-tachycardia pacing (atp) due to noisy signals, oversensing and pacing inhibition on the right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker experienced noisy signals, oversensing and pacing inhibition on this right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional info - this report captures the explant of this device and impact on the patient. This report contains correction in section b5 describe event or problem.

Event description:
It was reported that the pacemaker experienced noisy signals, oversensing and pacing inhibition on this right ventricular (rv) lead. There was asystole for greater than 5 seconds. Technical services (ts) reviewed the data and stated that the noise could be possibly from diaphragmatic oversensing and recommended further testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted. No additional patient adverse effects were reported.